Event description:
Endovascular graft packaging inspected prior to use; all packing info consistent with requested size. After deployment of graft, different size noted. Intraoperative angiogram confirmed adequate containment of aaa. Actual graft size identified as tfb-28-103. Surgeon notified co rep re: incorrect packaging.